Event description:
(B)(6): progressive onset that started over 6 months prior to report. It was noted the last month prior to report had been the worst. It was noted the patient had symptoms on their right side. It was stated the therapy impedance on both implantable neurostimulators (ins) read very similar in terms of ohms value. It was noted neither ins looked suspicious in regards to impedance. It was stated the patient¿s symptoms were more noticeable. It was stated they had dysarthria, facial pulling, voice, and ¿face eyes¿ that were on the right side of the body. It was noted the patient had scoliosis but the patient was mobile. It was stated all electrode impedances were reported to be normal expect c0 at 2,942 ohms showed high on the right ins. It was noted there was an amplitude titration history for the ins on the patient¿s right side of their body. It was stated on (B)(6) 2014 they were at 2.8v, on (B)(6) 2014they were at 3.3v, and on the day of report they were at 3.1v. It was stated the left ins had high impedance of >200 0 ohms. It was noted 0 electrode appeared to be ¿true open.¿ it was stated a longevity estimate was calculated of 5 years and 6 months. It was noted the patient still had 6-12 months until expected depletion. It was stated the patient¿s symptoms would come and go and it appeared to occur with the movement of the left arm. It was stated it appeared to cause stimulation related side effects. It was further reported the neurologist and the manufacturer representative had conducted separate impedance tests and they saw nothiing that indicated that the device wasn¿t working. It was noted no malfunctions were seen and the cause of the issue was not determined. It was stated the voltages were increased by the neurologist. It was stated the patient appeared to experience worse symptoms associated with progression of the disease and not of stimulation-related issues.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# l70665, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l77014, implanted: (B)(6) 2000, product type: lead. (B)(4).